Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 1.23 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Litigation papers received. Info alleges that the pt was revised on (B)(6) 2009 to address hip pain. Letter from surgeon notes that the cup was loose.